Event description:
Customer states continu-flo solution set was being used in the ER when it was noted that a pinhole was in the tubing, there was no pt injury or medical intervention required. An attempt was made to obtain specific pt info but no additional data was available.